Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead had high capture thresholds and experienced device sensing issues in the form of r-wave amplitude variation. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout the procedure.